Event description:
It was reported that, "painful knee, loose tibial component."

Manufacturer narrative:
DHR, complaint history and packaging insert review. Evaluation summary: the exact cause of the event could not be determined because of the limited information provided. The device was not returned to the manufacturer due to hospital policy. The medical records and x-rays were requested, but not provided by the surgeon. The device manufacturing history record for the reported lot of the tibial baseplates indicates that they were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database shows that there have been no other reported events regarding the involved lot code. There have been other reported events for tibial loosening for series 7000 tibial baseplates, but no trends are noted. The adverse effects section of the packaging insert states: "loosening of the total knee components can occur ... Late loosening may result from trauma, infection, biological complications including osteolysis, or mechanical problems, with subsequent possibility of bone erosion and/or pain." If additional information becomes available, the evaluation summary will be submitted in a supplemental report.